Event description:
Pt revised for loose cup, osteolysis and polyethylene wear of liner.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation is unable to draw any conclusions regarding the reportedly loose cup. Poly material wear after this length of time implanted would not, however, be unreasonable to expect. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.